Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: (left) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 6950064 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 275cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade iii, post-operatively. The patient initially had capsular contracture back in 2016 under the same device, and had to undergo revision on (B)(6) 2016. The capsular contracture returned, as a result, the patient underwent bilateral removal on (B)(6) 2020.

Manufacturer narrative:
On 2/13/2020, mentor became aware that the incorrect date of event was erroneously indicated in the initial report sent. The correct date of event is 2016, when the first capsular contracture the patient experienced occurred. Manufacturer¿s reference number: (B)(4).